Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 1 atmosphere, the balloon ruptured; pinhole was noted at the middle part. The device was removed and the procedure was completed with a different device. No complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).